Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the customer contact reported that the nurse noted a leak of an unspecified volume of solution at an unspecified location of the tubing set. It was reported that bleedback was noted in the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt events and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.